Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The juggerknot mini device was returned and visual inspection confirmed that the tip of the inserter had fractured. Device history record (DHR) was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during the procedure, the inserter tip fractured off during attempted anchor insertion. The fractured portion remains in the patient's bone. No additional patient consequences have been reported. No further information available.